Event description:
It was reported that patient lost consciousness while outside in excessive heat and experiencing hypoglycemia. The patient's blood glucose level dropped to 40 mg/dl while wearing a pod. Patient was taken to the hospital by ambulance and remained there for 3 hours drinking juice, but no medical treatment was provided. Patient was not willing to answer additional questions regarding the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.